Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose and changing the settings on the insulin pump. Customer's blood glucose level was 528 mg/dl. Customer advised they followed up with their healthcare provider in regards to high blood glucose. Customer's healthcare provider advised to change the carb ratio settings on the insulin pump. Customer was assisted with changing the settings per healthcare provider's instructions.